Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 134 mg/dl. The customer was advised to insert new (B)(6) aaa alkaline battery. The customer was advised to monitor the insulin pump. The customer also reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 134 mg/dl. The customer was advised to clear the alarm with esc and act. The customer was advised if the alarm is not cleared the failed battery test alarm will recur with each new battery inserted. The customer was advised to insert new aaa alkaline battery. Customer did not received failed battery test. Customer was advised to monitor and wil sent battery cap replacement.